Event description:
Procedure performed: ni. Event description: translation. I hereby report a material safety incident that occurred in the operating room on 01/29 with the epix universal forceps. - clamp did not work (no staples came out); - use of a second clamp which worked; - the pliers have been returned to us and are available for expertise. The batch of these pliers is also affected by the batch withdrawal, so I'm also throwing them away (used). Patient status: no consequence for the patient. Intervention: use of a second clamp which worked.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: ni. Event description: translation: I hereby report a material safety incident that occurred in the operating room on 01/29 with the epix universal forceps. Clamp did not work (no staples came out). Use of a second clamp which worked. The pliers have been returned to us and are available for expertise the batch of these pliers is also affected by the batch withdrawal, so I'm also throwing them away (used). Patient status: no consequence for the patient. Intervention: use of a second clamp which worked.